Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was observed on presenting rhythm with concurrent unnecessary atrial pacing. Atrial sensitivity is currently programmed to most sensitive setting. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.